Event description:
Life altering symptoms; joint pain started (B)(6) 2020 (knees, hips, back, neck, spread to wrists, ankles). As a healthy, athletic woman who regularly walked 5 miles a day, I could no longer even walk my son to school, 1 mile from our house due to the severe joint pain. Other symptoms included: ringing ears, metallic taste, heartburn, food intolerances that got so bad, I had to juice and blend food in order to digest; numbness and tingling in my fingers, pain and burning sensation around right implant, brain fog, as time went on I felt like I was dying everyday and spent more and more days in bed depression, anxiety, severe fatigue, unable to perform daily tasks, memory loss, difficulty with finding words, difficulty expressing my thoughts (this was perhaps the most debilitating horrifying symptom of all) widespread muscle pain and weakness hair loss, dry hair, insomnia, migraines, heartburn, difficulty swallowing, nausea, irritable bowel, abdominal pain, and swelling. I looked 9 months pregnant, repeatedly swollen and tender lymph nodes of neck and right underarm inflammation, obviously visible in my face and neck a misdiagnosis of lyme (test came back negative twice, they treated me with doxycycline due to suspecting it) I had bells palsy in (B)(6) 2021 which was what lead them to lyme (my nervous system was greatly impacted by these toxic implants) along this miserable and lengthy journey of discovering the root of all of my systemic problems, doctors repeatedly told me that breast implants were 'safe'. They prescribed valcyclovir thinking the root of this could have been viral. I was prescribed prednisone for months due to my joint pain, which caused a slew of other side effects that negatively impacted my quality of life, then doxycycline when my joint pain persisted. I was prescribed sumatriptan for migraines, famotidine for heartburn, amitriptyline for 'depression' and to prevent migraines, and stopped after experiencing significant side effects. I lost nearly a year of my life, spending more days in bed than out. I was not physically able to work. On top of the cost of explanting, I racked up thousands upon thousands of dollars in medical expenses-- blood draws, scans, ultrasounds, scopes, emergency room visit, specialty visits, ultimately to discover the cause of my symptoms when my r breast became painful and tender. On my(B)(6) birthday ((B)(6), my symptoms were so severe that I told my husband this might be my last birthday. As a mom, a wife, rn, a former director of nursing and woman who has taken great care of myself, in the (B)(6) 2020 I regularly walked 5-8 miles daily, exercised 5-6 days a week. By (B)(6) 2021, I could not even walk my son to school which is less than 1 mile from our house due to my extreme joint pain. I could not handle to talk on the phone with even my closest friends for fear of not being able to communicate effectively. Bii devastated my life. Since explanting, I have had ups and downs, but I have 90% hope that with time, however long it takes, my body will heal. I have come a long way, my ankle, hip, knee, wrist pain is gone. The ringing in my ears is 80% better; it comes and goes, rather than being constant. With the passage of time, I have more days where I'm feeling like 'me', my kids are beginning to get their mom back. I take zero prescription meds. I am sleeping better. My 'wit' is coming back. I am thinking clearly on 'good days'. However, my bowel issues continue, I am still being followed by gi as my symptoms affect my day to day life, in a significant way. I have food intolerances, significant, painful bloating every couple of days (on these days, I experience episodic 'brain fog' and exhaustion that is significant, life impacting, and unpredictable ). I currently need to take miralax daily as well as laxatives and suppositories. Since explanting, I have coughed more than I ever have in my life; it seems as though my body is going through a detox. Bii is real. FDA safety report ID # (B)(4).